Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the pneumatic module, and the device tested normal before being returned to the customer for use.

Event description:
It was reported by the customer that during a routine inspection, the cardiosave intra-aortic balloon pump (iabp) device triggered an alarm during self-testing. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions). The failure analysis and testing dept. Received part with a reported unit failure of an alarm and automatically "charged" during self-test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Passes the pim leak tests. It was found that k10 solenoid intermittently doesn't function. This may be due to component reliability and could cause failures. A getinge field device engineer (fse) was dispatched to evaluate the unit. Upon inspection, fse stated the pneumatic module was replaced, and the device tested normal after the replacement. It was then delivered to the customer for use.